Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost stimulation. An impedance check revealed high impedance on all contacts. Diagnostic imaging revealed what's believed to be a lead fracture. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.